Manufacturer narrative:
Batch review performed on 30 march 2021: lot 1905113: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-jul-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
3 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert and the surgery was completed successfully.